Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier, mr, ous 3.5x12mm stent delivery system (sds) was returned for analysis. The stent was detached and not returned with the sds. Additional information was requested to determine how the stent detached from the device, however no information was made available. The balloon cones were reviewed and no issues were noted. The balloon wings were opened from their folded position. The balloon was subjected to positive pressure and the crimped stent marking were evident on the exposed balloon wall indicating direct contact between the crimped stent and the balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric target lesion was located in the mildly calcified left main coronary artery. The lesion contained >= 90 degrees bend. A 12 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and another promus premier¿ drug-eluting stent was used. Post-dilation was performed using a 4x8 nc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.